Event description:
Allegedly k-wire was put in patient prior to implanting a screw. When the cannulated drill bit went over the k-wire, the k-wire broke inside the patient. The surgeon was able to drill over the k-wire again and was able to retrieve the k-wire out.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the returned k-wire confirms that it is broken. Engineering drawing calls for the k-wire to be 5.91" +/- 0.40" in length. The portion returned measured approximately 4.59" in length. The diameter of the k-wire was measured near the end that had not broken, near the center of the portion returned, and near the end that had broken but away from the deformed section. All three areas measured 0.063". Engineering drawing calls for the diameter to be 0.045" +/- 0.001". The outside diameter of the k-wire at the end that had broken was heavily scared. The scaring appeared circular around half the diameter of the wire and ran from the broken end approximately 0.54" down the length of the wire. Fractography could not be conducted do to deformation of the fracture face. Elemental analysis was conducted on the surface of the wire. The elements identified and the concentrations of each indicated that the k-wire met the chemical requirements of astm f138.